Event description:
A 45 year old female pt reports she had an intrauterine device inserted in 4/96. States her menses is currently 13 days late. Pt confirmed with physician the name of the device. Pt's physician reconfirmed the device was the co's intrauterine device.